Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for part number in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The shr indicated the reporting customer only received one (4027261) of this part number in the six months prior to the procedure. The device history records for this lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The catheter used in the reported event has been returned to navilyst medical, however, the device evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a 5f PICC device was inserted into the patient on (B)(6) 2010. Hospital personnel said that it was occluded several days later. The device started leaking and was removed on (B)(6). Once removed, it was seen that the catheter appeared to have burst - a "bubble/hole" was visible. There was no patient injury associated with this event. The used device has been returned to navilyst medical.